Event description:
It was reported that the automatic rotation did not stop at mlo orientation and instead went to 90 degrees. The c-arm was able to be moved manually to correct the angle. No injury reported. A field engineer was dispatched to the site and determined the rear rotary switch needed to be replaced. Once this was completed the system was working as intended.